Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when she went to bolus and pressed the down arrow to see when the last time she bolused, the pump stopped and the buttons were not working. Customer was able to get the backlight on but the next button is not working. Customer stated that she is having issues with the keypad. Customer stated that sometimes the buttons are not functioning. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent upper and down arrow button response due to corroded keypad traces. No button error alarm during testing. No unexpected back light anomalies noted. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked case at the display window corner, cracked battery tube threads, missing end cap sticker and cracked reservoir tube lip noted.